Manufacturer narrative:
Concomitant medical products: 5076-45, lead, implanted: (B)(6) 2006.

Event description:
It was reported that the right ventricular (rv) lead exhibited an increase in pacing impedance to high values. The thresholds also increased and there were a high amount of premature ventricular contractions (pvc) indicating oversensing. Reprogramming was performed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.